Event description:
The hcp reported that while placing a bravo ph monitor, the capsule attached to the pt's esophagus but would not deploy from the delivery system. The capsule did not remain attached to the esophagus and the delivery system was removed from the pt with the capsule still attached to it. The physician broke the handle of the delivery system trying to release the capsule. A second capsule was successful. No serious injury to the pt was reported.

Manufacturer narrative:
To date the device has not been returned to medtronic for eval. If further info is rec'd or the device is returned, a f/u medwatch report will be sent.